Manufacturer narrative:
Correction: please retract this report 2017865-2025-51321, additional information indicated that the lead should have not been reported as the lead was implanted with a new one per physician's request and no lead issue.

Event description:
New information received that the right ventricle (rv) lead was newly implanted and at the post-operation checkup, the threshold was elevated due to non-optimal position. The patient is 100% dependent and physician decided to revise the rv lead. Throughout the revision procedure, the rv lead was dislodged out of position completely and a new lead was replaced and implanted. No patient condition was reported.

Event description:
It was reported that the right ventricle (rv) lead was explanted and replaced. No patient condition was reported.

Manufacturer narrative:
Age information was corrected to 56 years old.